Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6), 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 21-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade iii capsular contracture of her breasts during a consultation with a medical professional. As a result, the patient is scheduled for removal on (B)(6) 2022. Per the instructions for use, mentor memorygel breast implants are not intended for use in patients under 22 years of age, and thus this device is used in a manner inconsistent with the IFU. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-12076 for the contralateral event.

Manufacturer narrative:
On november 10, 2022, mentor became aware that the patient underwent bilateral replacement with 300cc (left-sided) and 325cc (right-sided) mentor memorygel breast implants. On november 14, 2022, the mentor analysis lab received the suspect medical device for evaluation, and mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor was notified that the patient was also pre-operatively diagnosed with bilateral double bubble deformity of her breasts. Manufacturer¿s reference number: (B)(4).